Event description:
The customer was hospitalized for dka. It was indicated that the customer had a bent cannula. Troubleshooting was performed. The programming and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass. Instructed the customer to discontinue the pump use.